Event description:
The customer reported to vyaire medical that the revel ventilator was not working while on patient. The patient was bagged and the device was replaced with a back-up vent. There was no patient harm reported with the event.

Manufacturer narrative:
The root cause of the issue was not reproducible. Vent was fully evaluated and tested in service dept. Vent passed 90 hrs. Of extended test at customer setting without any critical alarm condition. Vent passed initial final test and initial alarm volume test with no restriction. Vent was open and inspected, no anomalies were noted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available